Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, after several sealing, the activation could not be performed. There was no regrasp alarm, and end tone was heard. There was no patient injury.